Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening of the femoral component and pain. It was noted at the revision that there was a large amount of metallosis in the synovium and that the stem extension spun freely in the femoral component.